Event description:
The patient had 2 leads (from the same lot) implanted bilaterally at the l4 vertebral level as part of her axium neurostimulator system. It was reported the patient experienced ineffective therapy. Diagnostics indicated impedance issues. X-rays were taken and showed one of the l4 leads had migrated. Surgical intervention was undertaken and the lead was explanted and a replacement lead was implanted at the l3 vertebral level. Postoperatively, the patient reported receiving effective therapy.